Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) physician was frustrated that the device could not detect reliable episodes that last less than two minutes and therefore did not detected an atrial fibrillation (af) episode experienced by the patient. It was also reported that the monitor had an error code and had been resolved. The icm remains in use. The monitor remains in use. No patient complications have been reported as a result of this event.